Event description:
It was reported by the customer that a pyxis medstation es system had a drawer pockets was not working. The customer indicated that the user was unable to access the medication in the drawer and reported a delay in dispensing the medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers were not displayed on the storage configurations space. A field service engineer replaced t board, drawer board, and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 05jun2015, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of drawer pockets is not working was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the bd field service engineer (fse) reported that auxiliary drawers 4.1 and 4.2 were not showing on the storage configurations space. Found that t board was malfunctioning, insept was not moved due to bad solenoid. The issue was resolved by replacing the t board, drawer board, and solenoid on aux 4.2. During dchu visual inspection: p/n 151630-01: received with no signs of physical damage, missing components or fluid ingress. P/n 353578-01: received with signs of thermal damage as discoloration on the foil cover of the copper coil, indicating presence of overheating. During dchu testing: p/n 151630-01: dmm testing determined an open fuse f200. P/n 353578-01: due to thermal evidence on solenoid, no testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had a drawer pocket was not working. The customer indicated that the user was unable to access the medication in the drawer and reported a delay in dispensing the medication to the patients. As per part investigation, it was determined that a short to ground fault created an overcurrent condition, resulting in thermal damage to the 12 vdc solenoid latch and component-level damage on the pcba drawer controller. There were no adverse events or injuries reported based on this event.